Event description:
This lead had become dislodged one day after implant and was repositioned. The lead remains actively implanted. There were no adverse patient events reported. Should additional information be received, this report will be updated.